Event description:
It was reported that during a prostate procedure the cap "detach" at 240,325 joules. The procedure was completed with a second fiber. Unk if cap detached inside pt or if retrieval was required. No further info was available. Pt outcome: "no injury to the pt."